Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the tip broke off while using - no injury occurred. (B)(6) 2015, customer reports the doctor was performing a tooth extraction. The doctor was inserting tip between the tooth & periodontal ligament and it broke off in the patients mouth, used gauze to remove it. Per doctor, used preventative measures, gauze, so patient did not swallow tip.

Manufacturer narrative:
On 9/15/2015 integra investigation completed. Method: failure analysis, device history evaluation. Result: failure analysis: periotome hatchet in used condition, not showing any unusual markings. One tip broken off. This could have resulted in improper usage damage from applying too much pressure causing the tip to break off. Device history evaluation: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed, the root cause has not been identified as a workmanship material deficiency.